Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that there was hairline cracks on the screen of the insulin pump and near the reservoir compartment. Customer also stated that they were unable to remove the battery cap on the insulin pump. Customer's most recent blood glucose reading at was 4.8 mmol/l. No further information reported.